Manufacturer narrative:
Additional information was received. The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -14.0 diopter, in the patients right eye (od) on (B)(6) 2017. The lens was exchanged for a shorter length lens on (B)(6) 2017 due to elevated intraocular pressure, excessive vault, narrowing of the angle, and shallowing of the acd. Additional surgical intervention ( laser peripheral iridectomy) and medical intervention (diamox) were performed/prescribed. The patients post-op uncorrected visual acuity was 20/50 residual astigmatism at 1 day post -op of icl exchange. The reporter stated that the event was product-related. (B)(4). Implanted date was corrected to (B)(6) 2017 , lens exchange was a secondary surgery. Claim# (B)(4).

Manufacturer narrative:
Additional information was received. The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -14.0 diopter, in the patients right eye (od) on (B)(6) 2017. The lens was exchanged for a shorter length lens on (B)(6) 2017 due to elevated intraocular pressure, excessive vault, narrowing of the angle, and shallowing of the acd. Additional surgical intervention ( laser peripheral iridectomy) and medical intervention (diamox) were performed/prescribed. The patients post-op uncorrected visual acuity was 20/50 residual astigmatism at 1 day post -op of icl exchange. The reporter stated that the event was product-related. (B)(4). Implanted date was corrected to (B)(6) 2017 , lens exchange was a secondary surgery. Claim# (B)(4).

Event description:
The reporter stated that a 13.2mm micl13.2 implantable collamer lens, -14.0 diopter, was explanted and replaced with a shorter length lens within the same surgery because it was causing pressure. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Previous implant date, (B)(6) 2017, is incorrect. The correct implant date is (B)(6) 2017. (B)(4).